Event description:
The account generated a false negative architect stat troponin-I result of 0.015 ug/l (normal range) that repeated 0.098 ug/l (myocardial damage range). No additional testing data was provided. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
To investigate the customer concern, the investigation team first reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did identify an increase in complaint activity. As a result of this increase a study was completed to evaluate the assay's performance. An internal troponin-I panel was tested with reagent lot, 79248un12. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Although the investigation team were unable to find an exact cause of the results the customer observed, the accuracy testing indicates the reagents are performing acceptably. No malfunction and no deficiency was identified.